Manufacturer narrative:
Date of event: unknown, not provided, but first reported on (B)(6) 2020. Expiration date: unknown, as serial number was not provided. Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. If explanted, give date: not applicable, as the lens remains implanted.  The lens remains implanted. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date : unknown, as serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 model intraocular lens was implanted in patient's right eye. During visit 1 post-op, patient reported being very bothered by halos- driving at night; very bothered by starbursts- driving at night; very bothered by glare- driving at night; extremely bothered by poor low light vision- reading. The visual acuity was 20/12.5. There are no plans for any intervention. No further information is available. This report is used to capture issues related to patient's right eye. A separate report is being submitted to capture the issues of left eye.